Event description:
It was reported that during a procedure for a stenosis in the ophthalmic artery segment of the left internal cerebral artery, the physician planned to use balloon dilation followed by implantation of a subject stent. When the subject stent delivery system was advanced within the catheter to a position near the stenosis, it could not be further advanced. The stent was pushed out and deployed at the tip inside the catheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a procedure for a stenosis in the ophthalmic artery segment of the left internal cerebral artery, the physician planned to use balloon dilation followed by implantation of a subject stent. When the subject stent delivery system was advanced within the catheter to a position near the stenosis, it could not be further advanced. The stent was pushed out and deployed at the tip inside the catheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9. - product available to stryker - updated, d9. - returned to manufacturer on - updated, h3. - device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was returned jammed/protruding from the catheter shaft. The stent delivery catheter was seen to be damaged. The stent catheter was seen to be kinked. The stent catheter was seen to be crushed. The stent stabilizer was seen to be kinked and crushed. The taper tip was cut off to remove the stabilizer from the outer body. The functional inspection was not applicable as stent was returned jammed within the catheter shaft. The reported event ¿stent difficult/unable to advance or pullback through catheter¿ could not be replicated; however, the analysis results are consistent with the reported event. The reported event ¿stent deployed prematurely during use¿ was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure, and the patient's anatomy was described as 'moderately tortuous'. The treatment area had severe stenosis. It was reported that 'a stent was taken out of its packaging, thoroughly flushed with water, and then delivered. However, when the stent delivery system was advanced within the catheter to a position near the stenosis, it could not be further delivered despite multiple attempts by the physician. At this moment, although the y-valve had been tightened, the stent was pushed out and deployed at the tip inside the catheter, rendering it unusable'. It was noted in the follow-up good faith efforts (gfe) responses that the stent system did not experience friction when moving over the guidewire. The stent was returned for analysis deployed inside the distal section of a distal access catheter. It was not possible to advance/retract the stent using a mandrel advanced through the lumen of the catheter. Part of the stent had perforated the side wall of the catheter, approximately 8cm from the distal end of the catheter. The outer catheter was kinked/bent and also flat/crushed near the distal end of the device. The stabilizer was also kinked/bent and deformed near the distal end and was also deformed. It is likely that the stent deployed inside the distal access catheter because the inner body was inadvertently advanced independently of the outer body during advancement of the stent system through the distal section of the catheter. It is likely that this occurred because the rotating hemostasis valve rhv vent cap was not sufficiently tightened around the proximal end of the stent stabilizer. It is further likely that a combination of the percentage of stenosis/calcification of the target lesion, the tortuosity of the target vessel, and some other unknown procedural factor(s) resulted in the user experiencing difficulties while attempting to advance the stent system to the stenosis location. The resulting manipulation of the stent system is likely to have resulted in much of the damage noted during device analysis. The as reported event ¿stent difficult/unable to advance or pullback through catheter¿ and stent deployed prematurely during use¿ as well as the analyzed event ¿stent deployed prematurely during use¿, ¿stent stabilizer kinked/bent¿, ¿stent delivery catheter kinked/bent¿, ¿stent delivery catheter flat/crushed¿, ¿stent delivery catheter deformed¿ and ¿stent deformed¿ have been assigned use error. This complaint appears to be associated with a product that met stryker design and manufacturing specifications but was not used in accordance with the dfu.